Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01302. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm nc emerge® balloon catheter was inserted in a 145 5-in-6 guidezilla¿ guide extension catheter. However, the guidezilla broke into the guiding catheter and was removed as a unit. Afterwards, a new 145 5-in-6 guidezilla¿ guide extension catheter pre-inserted with the same balloon was prepared. However, during manipulation, the guidezilla broke again at the insertion point and the procedure ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated.   Device evaluated by MFR: return product consisted of a guidezilla guide extension catheter (in two pieces), with the related nc emerge balloon catheter loaded through the collar. The device was bloody. The hypotube, collar, shaft and tip were microscopically, tactile and visually inspected. Inspection revealed a complete separation at the collar, hypotube kink at 21.5 cm from collar, and the entire distal shaft was damaged (flattened with numerous kinks). The open (loose) balloon arrived loaded though the guidezilla collar, and the balloon was folded and pushed through the collar during the lab analysis (in order to separate the devices), as the open balloon was bigger than collar inner diameter. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01302. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm nc emerge® balloon catheter was inserted in a 145 5-in-6 guidezilla¿ guide extension catheter. However, the guidezilla broke into the guiding catheter and was removed as a unit. Afterwards, a new 145 5-in-6 guidezilla¿ guide extension catheter pre-inserted with the same balloon was prepared. However, during manipulation, the guidezilla broke again at the insertion point and the procedure ended. No patient complications were reported and the patient's status was fine.